Manufacturer narrative:
Date of event estimated. Correction section b5 verbiage correction of leads replaced due to high impedance issue, unknown if stim was ineffective prior to ipg dying. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating patient had no stimulation due to the ipg begin dead that met longevity. The leads were replaced due to the high impedance issue identified during procedure. It is unknown if stim was ineffective prior to ipg dying.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the leads. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.